Event description:
The facility's biomedical engineer reported an infusion pump that non-delivered during patient use. The set-up of the pump was epidural, the medication was unknown. The unit was run in the pca/basal mode using a prescription rate dose of 4.0ml, delay of 15 minutes, basal of 8.0ml/hour, 1 hour limit of 22.0ml for 4 hours. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, or age of patient.